Event description:
During inventory inspection, foreign matter was inside the sterilized pouch product catalog 801-15225/ lot# 13391080. Pictures of the defect were provided. The outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized. The product might be returned. Other than the reported event, no other damages were noticed on the device or packaging.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during inventory inspection foreign matter was found inside of the sterile package of the fire star balloon. During inventory inspection, foreign matter was inside the sterilized pouch product catalog 801-15225/ lot #13391080. Pictures of the defect were provided. The outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized. The product was not returned. The visual analysis was realized to photographs that were received, in which a foreign matter that appear to be an inclusion was observed into the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The received report indicated that during an inventory inspection (at j&j (B)(4)) they found four products of "foreign matter inside the sterilized pouch". It was not clinically used due to product was not commercially distributed. According to the photographs received, the reported failure by (B)(6) warehouse was confirmed. The root cause could not be conclusively determined appears to be related to the manufacturing process of the product however a (B)(4) was opened to address this failure. The complaint of foreign matter inside of the steriie package was confirmed and maybe related to the mfg process action has been opened to address the issues associated with the complaint of foreign material inside of the sterile package in the fire star product family.